Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer states that both forks are bent and described the casters and wheels as being destroyed.